Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the patient suffered an rv perforation and pericardial effusion that did not require drainage. The rv lead was removed and not replaced. No further patient complications have been reported as a result of this event.